Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d11: therapy date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. This report is for an unknown guide/compression/k-wires/unknown lot. Part and lot number are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation (orif) surgery with headless compression screw (the countersinkable compression screw) and drill bit in question. During insertion of an unknown guide wire, the wire bowed. Then, when the surgeon was drilling the navicular bone of foot through the guide wire, the drill bit broke. The 1mm in length fragment remained in the patient's body. The surgeon commented that there was no problem with the device. The hospital plans no re-operation. There was no surgical delay. Procedure and patient outcome were unknown. Concomitant device reported: unknown drill ( part # unknown, lot # unknown, quantity 1) unknown screw ( part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) unk - guide/compression/k-wire. This report is 1 of 2 for (B)(4).